Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device experienced swelling in upper left abdomen and swelling and pain around the whole device. The patient stated that the device moved around even the patient was not muscular. Furthermore, the patient also had costochondritis. Additional information indicated that the patient advocate was told by the field representative that the device was defective. Boston scientific technical services (ts) discussed how the patient should have software update. This pacemaker device remains in service. No additional adverse patient effects were reported.